Event description:
A doctor reported that deposits were seen in intraocular lenses (iols) implanted in several pts. According to the reporter, the deposits looked like glistenings. Additional info has been requested but not received to date.

Manufacturer narrative:
Eval summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Additional info has been requested but not received to date. (B)(4).